Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: suspected rupture.

Event description:
Lecture title: long-term follow-up after prosthetic breast reconstruction diagnosis of implant damage and replacement. Healthcare professional reported in lecture slides "diagnosis of implant damage and replacement" reported "breast implants removed due to suspected rupture". This record is for the left side. Device has been explanted.